Event description:
It was reported that during the patient¿s ipg replacement procedure on (B)(6) 2024, the physician tightened the set screw on a contact of an extension and dented it. As a result, the damaged extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.